Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. Pacing polarity was changed. The patient still feels occasional stimulation; however it has been much improved. The lead is still in use. The patient is enrolled in the adaptresponse study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.